Manufacturer narrative:
The reported events were dislodgment, inadequate capture, a sensing issue, high pacing impedance, and insulation twisted. As received, a complete lead was returned with the helix retracted and clogged with blood / tissue. X-ray examination revealed the inner coil over torqued at the connector region. After cleaning, and applying torque directly to the inner coil, the helix was extended and retracted. The full helix extension length met product specification. Electrical testing found no conductor fractures or internal shorts. Visual inspection of the lead found the outer insulation twisted consistent with procedural damage.

Manufacturer narrative:
Correction section h6: component code updated.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right atrial (ra) lead was found dislodged and had poor sensing. The physician repositioned the ra lead and the ra lead exhibited high capture threshold and high impedance measurement due to twisting of the ra lead insulation. The ra lead was removed and replaced. The patient was in stable condition.